Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic after several alerts of non-sustained lead noise were noted remotely. During examination, noise was reproduced on the right ventricular lead by pressing on the sternal side of the patient's pocket indicating possible insulation damage. On (B)(6) 2018, the lead was capped and replaced successfully. No complications were reported.